Manufacturer narrative:
A siemens fse (field service engineer ) was dispatched to the customer site. The fse analyzed the instrument and instrument data and determined that the cause of the discordant glucose result was due to the malfunction of pump seals on reagent wash pumps 1 and 2 and a motor coupling on reagent wash pump 1, which were replaced. The instrument is performing within specifications. No further evaluation of the device is needed.

Event description:
A discordant high advia 1650 glucose result was obtained on one patient sample. The laboratory repeated the sample and reported the correct result to the physician. There were no reports of patient intervention or adverse health consequences due to the discordant glucose result.